Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two of the deployment tubes detached from the hub while the seals were being loaded into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was loaded inside the deployment tube. The deployment tube had separated from the main body of the delivery device. The reported complaint is confirmed. Further investigation indicates that residual adhesive was present and upon reinsertion of the delivery tube into the hub, the residual adhesion bond length corresponds to the insertion distance into hub housing. The deployment tube and the hub meet product specifications. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.